Event description:
Allegedly, during a bronchial lobe resection procedure on a male pt, there was interference on the monitor screen during cautery use. They tried another cautery machine and two other camera heads, which prolonged the procedure by approx 45 minutes; doctor confirmed that there was no negative pt impact.

Manufacturer narrative:
The image 1 s3 camera head was evaluated and failed to maintain video when used in conjunction with a valleylab force fx cautery device. When measuring the shield continuity to our maximum resistance spec, we found that the camera was open (no shield connection) - there is a break in the cable shield jacket material. A known good cable was installed and the camera video performance was acceptable when using the cautery device. The camera control unit (ccu) was found to perform as intended with a known good camera head. The head is 7+ years old.